Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. There was blood and contrast in the inflation lumen. The distal tip was damaged. There was a 7mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After non bsc guide wire crossed the lesion, a 1.2mm coyote fc balloon catheter was used for dilation. Then another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex&#10848;balloon catheter was advanced to the lesion for another dilation. The balloon was inflated for 20 seconds however it ruptured at 20 atmospheres on the first inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After non bsc guide wire crossed the lesion, a 1.2mm coyote fc balloon catheter was used for dilation. Then another 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced to the lesion for another dilation. The balloon was inflated for 20 seconds however it ruptured at 20 atmospheres on the first inflation. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.